Manufacturer narrative:
Continued: common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to treat a bleeding duodenal ulcer, the physician used a cook hemospray endoscopic hemostat. It was reported by the physician that the hemospray "failed via the gun. When trying to spray, it [hemospray] kept stopping or giving a very low spray [inadequate powder delivery]." In this case, it was reported that the 2 devices did not spray at all; they were not saved nor were the lot numbers. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.